Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of insufficient flowrate was inconclusive due to the nature of the returned sample. The product returned for evaluation was two photographs depicting a 20ga accucath peripheral IV catheter. The depicted device was implanted in a patient. The molded joint and luer adapter were visible. The device was secured with a statlock stabilization device. A branched extension set was attached to the luer adapter. Inspection of the submitted photographs did not reveal any evidence of catheter occlusion or damage that might contribute to flowrate complications; however, the device could not be thoroughly examined or tested. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that rt injected at 3.5ml/sec and the psi was 325. Accucath tubing was replaced for bd tubing. No other information provided.